Manufacturer narrative:
Concomitant medical product: arrd01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed right atrial lead undersensing on both the current and stored electrogram (egm). The lead remains in use. No patient complications have been reported as a result of this event.